Manufacturer narrative:
(B)(4).

Event description:
It was reports that during a laparoscopic cholecystectomy procedure, the surgeon stated that during insertion the trocar appeared to be tearing the tissue. It was not smooth. There were no other issues noted. The procedure was completed without impact to the patient. Nothing being returned.